Manufacturer narrative:
E1: (B)(6). A philips field service engineer (fse) evaluated the device and confirmed that the speaker no longer emitted sound. The fse installed a new speaker to resolve the issue. The device was operational after repairs were completed and the device remained with the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating the device has only visual alarms but no auditory alarms. The device was in use at the time of the event. No adverse event occurred.